Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided information on how to reset the pump and assisted the caller with the reset process, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurs.